Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on november 25, 2019 with blood glucose of 48 mg/dl at the time of the incident. The customer used food to treat the low. The customer was in the 300 mg/dl range on the day of the call. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump is over delivering due to incorrect pump settings. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.